Event description:
It was reported that a spectrum infusion pump had an "out of box failure" of the occlusion preventative maintenance test. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval could not confirm nor reproduce the reported symptom "'out of box failure' of the occlusion preventative maintenance test". The device pass flow rate testing, in addition to upstream and downstream occlusion testing, with the unit operating within spec.